Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. On an unspecified date, the patient was treated with a suspension needle for anti-inflammatory treatment. The patient outcome was not reported. At the time of this report, the patient has stopped undergoing pd therapy. The reporter declined to provide additional information.